Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet with a dexcom g7 sensor, including lows flagged as urgent low soon and low glucose, and received education on meal announcement and verifying lows with a fingerstick due to potential compression-related nighttime readings. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education with guidance to announce meals as usual, verify lows with a fingerstick to assess sensor accuracy, and monitor for recurrence. Investigation of this case revealed an unclear cause of hypoglycemia, with possible contribution from sensor compression during sleep and recent sensor replacement, while device hardware issues were not observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.